Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with implantable neurostimulator (ins). It was reported that the implant was replaced because the battery came unattached. The issue began probably may or april. Patient could feel the battery popping and moving around with their fingers. Patient didn't realize that this was normal and they had a hard time charging. Patient called their representative and found out the situation with the implant was not normal. Additional information was received from a manufacturer representative (rep). It was reported that the rep had not heard of any complications from this patient postoperative or have not been notified recently. The patient's weight was unknown. The implantable neurostimulator (ins) was not returned as the device was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep contacted technical services (tss) to follow up and reported he talked with hcp regarding this case. Hcp stated there was never anything disconnected while in the patient. The lead and ins were still connected. Hcp revised the position of the pocket because the ins was in a bad fascial plane that was making charging difficult so he made the medical decision to move the ins pocket and to replace the ins while in the surgery. Hcp discarded the ins. Rep has not head any complaints since replacement from the patient.